Event description:
It was reported that during the case the unit was smoking from where the wand was plugged in. No patient injury reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There is a relationship between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Further visual inspection revealed there are several scorched pin receptacles on the wand connector port. Functional evaluation of the subject controller revealed there was no power output to a known good wand due to the failure of an electrical component inside the subject controller. The complaint is verified and the root cause was determined to be an electrical component failure.